Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: according to the complaint description, the expiratory valve was found to be defective. No further details were provided. The incident occurred during ventilation. The device was replaced. No harm to the patient was reported. Further inquiries have been sent to the customer to obtain additional details about the event.

Manufacturer narrative:
Investigation outcome. The ventilator was reported with an ¿exp. Failure¿ condition during use. No log files were provided, limiting further technical investigation and root cause determination. Multiple follow-up attempts were made to obtain additional information; however, no response was received from the customer and no further actions could be taken. Due to lack of feedback and insufficient data, the complaint is considered closed.